Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; however, the yellow o-ring was visible and the battery cap was never replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the black box revealed no power on reset events. The pump powered on correctly with no power interruptions. A crack was observed in the battery compartment from the threads to the case seal left of the grip pad. The battery cap tightly secured to the pump and maintained electrical connection. The pump was opened; there were no intermittent conditions found. Unrelated to the complaint, the a dim display was observed with reddish text.